Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of 417 mg/dl. The customer was treated intravenously with fluids of saline and insulin in the hospital and was released (B)(6) 2024 with no permanent damage and issue resolved.